Event description:
It was reported to philips that the system could not perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and procedure was aborted and moved to another hospital since cath lab was down. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. Upon troubleshooting, fse found the fluoroscopy did not function properly after exposure to high equipment room temperature, while the dim memory issue was fixed post-fco, the fluoroscopy issue continued. The fse found that the hv tank failure caused inadequate kv from the hv generator. To resolve the issue the fse replaced the high-voltage tank and hv generator and return the part for further analysis and for transformer found high voltage symmetry out of tolerance and for converter no failure found. After replaced the high-voltage tank and hv generator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.